Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device a "service required" codes were found in the ventilator's downloaded error log. The device's system board, and sensor board were replaced to address the issues.